Event description:
"During an esophagus procedure, after firing, the instrument cannot move out. The anastomosis stoma was not cut integrity. The device was stuck on the tissue and the tissue had to be excised to remove the device. The case was completed using sutures. There were not further patient complications. The device was discarded."